Event description:
It was reported that during the procedure, the general surgeon ran into a bleeder and used the device to control it, but the clip was scissored. They used a second device and it caused a malformed clip and the bleeding continued. The third device also caused a malformed clip. The fourth device completed the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.